Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the effect of endograft device on patient outcomes in endovascular repair of ruptured abdominal aortic aneurysms. Ottawa hospital civil campus, 1053 carling avenue, room a280, ottawa, on kiy 4e9, canada vinay kansal, sudhir nagpal and prasad jetty. (International society for vascular surgery 2017;25(6):657-665). Date of death: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patients for the endovascular treatment of ruptured abdominal aneurysms. The following adverse events were observed: death.